Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft was implanted in patient for endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. The patient has a short proximal aortic neck. The proximal aortic neck currently measured 19, 21, 28 mm in diameter along a less than 10 mm length. It was reported that the on the follow up CT scan done approximately 11 years after the index procedure revealed a proximal type I endoleak below the left renal artery. Per the physician, the cause of the proximal type I endoleak was unknown. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.